Event description:
The customer reported that when the pt coughed, the inner cannula came out and was lost in the snow. The tracheostomy tube was removed and another one was inserted in the pt. There was no pt harm reported. The customer stated that tube was thrown away and therefore, is not available for eval.